Event description:
On 10/01/2014 subject was implanted with the rns neurostimulator, two depth leads (dl-3440-10-k and dl-330-10-k) and two strip leads (cl-335-10-k and cl-325-10-k). 01/20/2015 site reported the subject had a skin infection at the incision site. The subject was put on a prescription for keflex. The subject's symptoms started to resolve so there was no need to bring her in for wound debridement. The rns system remains implanted and is programmed for detection and therapy for epilepsy treatment.

Manufacturer narrative:
(B)(4). On 5/07/2015 neuropace, inc. Voided this complaint. There was no reported product malfunction and no indication the product contributed to the infection. Infections are anticipated when performing craniotomy procedures. On 7/1/2015 neuropace, inc. Reevaluated this record. Based on internal review of the FDA regulations, guidance document (draft guidance for industry and food and drug administration staff), and internal procedures, neuropace, inc. Determined that complaints associated with incision site infections are reportable. These past events show no indication that the product caused the infection and there is no indication of product failure. Sterility record review performed. No evidence of factors that could have caused or contributed to the reported event. All sterilization results met requirements as specified in the specifications. Device remains implanted.